Manufacturer narrative:
Zoll medical corporation has not rec'd the prod for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message and inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfunction.